Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. During an interventional procedure in the superficial femoral artery, the fox plus balloon ruptured at the first inflation at 14 atmospheres. The device was completely removed without difficulty and the procedure was completed using another balloon. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without the device examination, a conclusive root cause could not be determined. Review of the device lot history record did not reveal any non-conformity which could have contributed to this complaint.